Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain two days post implant. A computerized tomography (CT) scan indicated a pericardial effusion. It was also reported that the right atrial (ra) lead exhibited increasing and high thresholds and decrease in p waves. The physician was unable to determine which lead caused the effusion, so both the right ventricular (rv) and ra leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.